Event description:
Patient reports cadd legacy pump s/n (B)(4) would turn on but would not run. This was her backup pump and was not in use when this occured and did not miss any therapy. Sending replacement pump and she will return malfunctioning pump. No more information given. Is the device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver.